Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the prograsp forceps instrument had a loose wire at the tip. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.